Manufacturer narrative:
Additional information was added to b5, d10, h3, h4 and h6. B5: upon updated information from customer, the affected quantity is four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. H4: the lot was manufactured between march 28, 2019 and march 29, 2019. H10: four (4) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which observed a leak at the spike port cap from all samples. The reported condition was verified. The direct cause of the condition could not be determined, however a probable cause could be related to inadequate or lack of cyclohexanone being applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The event was discovered prior to patient use. There was no patient involvement. No additional information is available.